Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to a dislocation. The patient was dislocating due to instability so a poly swap was completed. This surgery was also a revision of a revision.